Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: observed crease sharp opening on anterior assessed as fold flaw opening. Calcification: not observed. Additional observations: crease fold observed. Wear abrasion observed. White particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, rupture, and calcification. Device has been explanted.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV, rupture, and calcification. Device has been explanted.

Manufacturer narrative:
Health effect impact code: 2203 imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. Device photo analysis: visual analysis of the photos identified: rupture:not observed. Calcification: not observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: encapsulation color red observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.